Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting and the power supply was damaged. The cause for the resets was isolated to an internally shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller and the damaged power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.